Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator experienced a touchscreen issue during clinical use. The device was evaluated by the customer and the philips remote service engineer (rse), who confirmed the reported issue. The device was reported to be in clinical use on a patient at the time of discovery. A low level alarm was reported to have gone on and was not able to be silenced via the touchscreen. As a result, the defective ventilator was swapped for a working ventilator. There was no patient or user harm reported. The customer replaced the touchscreen. The device was then reported to be repaired. No other anomalies were reported.